Manufacturer narrative:
(B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal tibia fracture with the cortex screws in question. On an unknown date, the 3 screws were found to be broken and delayed union was observed. On an unknown date, the patient underwent reoperation and the implants were replaced with new devices. The surgeon performed reoperation successfully. The broken shaft parts of the three screws were left in the bone at the physician's discretion. The indwelling plate was re-fixed by adding a screw to another screw hole. In addition, another plate was used for refixation. There was no surgical delay. No further information is available. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involves (3) devices. This report is for one (1) 3.5 mm ti locking scr slf-tpng with stardrive recess 24 mm. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 412.108s, lot: 1l07112, manufacturing site: grenchen, release to warehouse date: 14.august 2018, expiry date: 01.august 2028/ a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil, selected flow(s): broken. Visual inspection: the complaint screw is broken and only the head section is existing. There are wear marks and scratches at the screw head and inside the stardrive visible. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The material certificate regarding to the lot 1l07112 (comp: 412.108.999 / charge number 2795504) was requested to sfs since the blanks are received from that site. The material certificate was received and reviewed, and it fulfills all specifications. Summary: the received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot of 236 pieces was manufactured in august 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.